Event description:
During a percutaneous coronary intervention a stent became dislodged off the delivery system. The delivery system was advanced and removed multiple times attempting to cross the lesion. The stent was successfully retrieved with a snare.